Manufacturer narrative:
Philips investigated this complaint. Philips has completed a good faith effort to get further information regarding procedure outcome. However, the customer has not provided the requested information. The philips field service engineer (fse) inspected the system onsite and identified a cut in the footswitch cable, preventing a proper x ray activation. The fse replaced the footswitch to resolve the issue. The defective footswitch was returned for analysis, and results indicated a cable defect confirming the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.